Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor, and flow sensor need replaced to address the issue. There was evidence of contamination.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in theventilator's downloaded error log. The device's blower motor and flow sensor need replaced to address the issue. There was evidence of contamination. During the evaluation, pieces of foam were observed in the blower and flow element.

Manufacturer narrative:
The manufacturer previously reported an incorrect date in section b4 as 29-mar-2020, the correct date should be 29-mar-2022.